Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly toruous and severely calcified anterior tibial artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The physician stated that the device got damaged when crossing the lesion. The procedure was completed with a different device. No patient complications were reported.